Manufacturer narrative:
Patient weight was requested but unable to be obtained. The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that four years and two months post-implant of this bioprosthetic pulmonary valved conduit in a pediatric patient, a valve-in-valve procedure was performed with a medtronic bioprosthetic pulmonary transcatheter valve due to stenosis.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Stenosis is a known adverse event and is addressed in the risk documents. A true root cause to the reported stenosis cannot be determined from the information available.